Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet pump experienced persistent hyperglycemia after starting pump therapy, with glucose values in the 180¿200 mg/dl range and a highest continuous glucose monitor reading of 217 mg/dl, despite infusion set and tubing changes and consistent meal announcements and intake; the user perceived the pump was delivering less insulin than expected, and glucose improved only with physical activity. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.